Event description:
It was reported that the right atrial (ra) lead impedance jumped to greater than 1600 ohms for one time, but is back to the normal baseline. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65 implantable tachy lead (B)(6) 2005; 4193-88 implantable pacing lead (B)(6) 2005; d274trk bi-ventricular (bi-v) defibrillator (B)(6) 2010. (B)(4).